Event description:
It was reported that an ilet user experienced fluctuating blood glucose with episodes of hyperglycemia up to 350 mg/dl and hypoglycemia down to 45 mg/dl over approximately two months; training and education were provided on algorithm function, supply changes, and meal announcements, and additional training was scheduled to review cgm targets or consider a factory reset. Symptoms included high and low blood glucose requiring oral glucose to treat lows. Outcomes included the need for troubleshooting and user education without alerts or alarms, hospitalization, or medical intervention beyond self-treatment. Investigation included customer care review, user coaching, and assignment to a trainer for further assessment. Investigation of this case revealed a cause that remained unclear due to limited data access and lack of downloadable reports. It was concluded that no device malfunction was identified and that user training would be pursued to optimize therapy. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.